Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was retracted through the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the first returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. The ruby coil lp was then advanced through its introducer sheath without an issue. Evaluation of the returned packing coil lp revealed a pusher assembly kink near the mid-joint. If the device is advanced against resistance, damage such as this may occur. During functional testing, the packing coil lp was re-sheathed to its initial position within its introducer sheath. The packing coil lp was then advanced through its introducer sheath with resistance due to the pusher assembly kink and the blood within the introducer sheath. The root cause of resistance could not be determined. Evaluation of the second returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was slightly advanced through the introducer sheath friction lock with resistance before additional resistance was experienced due to the pusher assembly kink, and the ruby coil lp could not advance through its introducer sheath. Evaluation of the third returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Further evaluation revealed pusher assembly kinks and a fracture near the pusher assembly mid-joint. If the device is forcefully advanced against resistance, damage such as a kink and subsequent fracture may occur. The additional pusher assembly kinks were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2020-01939, 2. 3005168196-2020-01940, 3. 3005168196-2020-01941.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2020-01939, 3005168196-2020-01940, 3005168196-2020-01941.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils lp and packing coils lp. During the procedure, three ruby coils lp and one packing coil lp would not advance at all within their introducer sheaths and subsequently, the pusher assemblies of two coils kinked. Therefore, the ruby coils lp and packing coil lp were removed. It is unknown which of the two coils out of the four were the ones that the pusher assemblies kinked. The procedure was completed using additional ruby coils lp. There was no report of an adverse effect to the patient.